Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low power alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer performed a pump reset to resolve the issue and resume insulin delivery. Customer's blood glucose level was 391 mg/dl.